Event description:
As reported, severe pain occurred following use of three 6f¿12f mynx control venous vascular closure devices (vcds) during a closure procedure after an atrial fibrillation ablation. Hemostasis was achieved in the right groin with three mynx closure devices. There was a reported patient injury of thrombophlebitis. The patient underwent an elective electrophysiology study and catheter ablation for atrial fibrillation and typical atrial flutter. Uninterrupted anticoagulation had been continued for greater than three weeks prior to the procedure. Venous access was obtained using the seldinger technique. Intracardiac ultrasound was used to guide transseptal puncture and monitor catheter ablation position in the left atrium. No pericardial effusion was observed during the procedure, and intracardiac echocardiography showed no evidence of pericardial fluid accumulation at the conclusion of the procedure. There was no evidence of impedance increase or coagulum formation on the catheter tip. The patient was extubated and transferred to the recovery unit in normal sinus rhythm and stable condition. No apparent acute complications were reported. The patient presented with severe leg pain and was evaluated in the emergency room where ultrasound findings were inconclusive; due to continued pain, a computed tomography (CT) scan was performed which identified thrombophlebitis. The CT scan reported wall thickening of the right common femoral and saphenous veins with surrounding inflammatory changes, with hypoattenuating appearance seen in the common femoral vein. Overall findings were concerning for thrombophlebitis. The patient was started on an antibiotic and referred to a vascular specialist, and further discussion regarding potential deployment issues and troubleshooting was planned. Additional information was requested but not provided. The device will not be returned for evaluation.

Manufacturer narrative:
Complaint conclusion: as reported, severe pain occurred following use of three 6f¿12f mynx control venous vascular closure devices (vcds) during a closure procedure after an atrial fibrillation ablation. Hemostasis was achieved in the right groin with three mynx closure devices. There was a reported patient injury of thrombophlebitis. The patient underwent an elective electrophysiology study and catheter ablation for atrial fibrillation and typical atrial flutter. Uninterrupted anticoagulation had been continued for greater than three weeks prior to the procedure. Venous access was obtained using the seldinger technique. Intracardiac ultrasound was used to guide transseptal puncture and monitor catheter ablation position in the left atrium. No pericardial effusion was observed during the procedure, and intracardiac echocardiography showed no evidence of pericardial fluid accumulation at the conclusion of the procedure. There was no evidence of impedance increase or coagulum formation on the catheter tip. The patient was extubated and transferred to the recovery unit in normal sinus rhythm and stable condition. No apparent acute complications were reported. The patient presented with severe leg pain and was evaluated in the emergency room where ultrasound findings were inconclusive; due to continued pain, a computed tomography (CT) scan was performed which identified thrombophlebitis. The CT scan reported wall thickening of the right common femoral and saphenous veins with surrounding inflammatory changes, with hypoattenuating appearance seen in the common femoral vein. Overall findings were concerning for thrombophlebitis. The patient was started on an antibiotic and referred to a vascular specialist, and further discussion regarding potential deployment issues and troubleshooting was planned. Additional information was requested but not provided. The devices were not returned for evaluation. A product history record (phr) could not be conducted as a lot number was not provided. Thrombophlebitis is a known potential complication associated with vascular access procedures and is characterized by inflammation of a vein accompanied by thrombus formation. Thrombophlebitis may occur when injury to the vessel wall triggers both the inflammatory response and activation of the coagulation cascade. The creation of a venotomy with a catheter sheath introducer (csi) produces intended vessel wall injury in order to obtain vascular access for diagnostic or interventional procedures. This intended injury initiates the body's normal healing response, resulting in localized inflammation and activation of clotting mechanisms. Additional factors that may contribute to thrombophlebitis include venous stasis, hypercoagulability, multiple vascular access attempts, prolonged catheterization, hematoma formation, patient comorbidities, and other procedural or pharmacological factors. Signs and symptoms of thrombophlebitis may include localized pain, tenderness, swelling, erythema, warmth, and the presence of thrombus within the affected vein identified by diagnostic imaging. Similar to deep vein thrombosis, thrombophlebitis can result from the interaction of vessel wall injury, altered blood flow, and activation of the coagulation system. However, thrombophlebitis additionally involves a significant inflammatory component affecting the vessel and surrounding tissue. Without the return of the device for analysis or procedural films, the reported event could not be observed, and no determination of possible product contributing factors could be made. Based on the information available for review, it is not possible to draw a clinical conclusion between the devices and event. Given the multifactorial nature of thrombophlebitis, patient factors possibly contributed to the issue experienced as an ultrasound noted fatty deposits within the liver and pancreas, which can alter the healing process of the access sites. An ultrasound noted the following: ¿diffusely increased and coarse echotexture liver as can be seen in setting of hepatic steatosis/cirrhosis. Mild hepatosplenomegaly. Increased echotexture of the pancreas which may be related to fatty replacement.¿ additionally, procedural, anatomical, and pharmacological factors may have contributed to the reported event. Although not intended as a mitigation of risk, the information for safety within the instructions for use (IFU) and patient brochure is provided in the product¿s labeling with the intent to make the user and patient aware of the risks. According to the mynx control venous IFU, ¿apply a sterile dressing once hemostasis is achieved. It is recommended that the patient follow physician orders regarding patient ambulation and discharge. Refer to patient brochure for post-care instructions.¿ according to the patient brochure, ¿please contact your doctor immediately if you experience any of the following: persistent pain, tenderness, tingling or swelling at the puncture site or leg. Bleeding, oozing or drainage at the puncture site. Increased redness, warmth, bruising or swelling at the puncture site. Non-healing wound. Any other unusual symptoms.¿ according to the puncture site post procedure care instructs, ¿re-apply a new band-aid every day or more frequently for 5 days or until a scab has formed at the site. Keep the site clean and dry. You may shower 24 hours after the procedure, and gently clean puncture site with soap and warm water. Do not submerge wound until completely closed. After showering, gently dry the site by patting with a clean towel and completely air-dry before covering with a band-aid. Avoid tight fitting clothes or underwear until the site has healed.¿ also stated in the patient brochure, ¿modify activity for 3 days or more: no driving on day of discharge. No strenuous activity, exercise, pushing or pulling. No heavy lifting of anything over 5 pounds. Avoid driving unless necessary. Avoid stairs, but if necessary, go slowly. While coughing, sneezing, or straining for a bowel movement: press with your palm on top of the dressing/bandage. Consult your doctor about returning to work or sexual activity.¿ based on the information available for review, there is no indication that the reported event is related to the design or manufacturing process of the units. Therefore, no corrective or preventative actions will be taken at this time.